Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the receiver displayed an err hwbbt. No additional patient or event information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot test was performed and passed. A receiver functional test was performed and passed all relevant tests. The receiver data log was downloaded and reviewed and hardware errors and ¿screen error alarm" were observed. The receiver case was opened for an internal visual and battery inspection and it passed. The reported event of an error icon display was confirmed during log review. A probable cause could not be determined.